Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 27 to 50 mg/dl at the time of the incident. The customer was at 223 mg/dl at the time of the call. The customer stated that their pump suspended but resumed and they went low. The customer was given glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer also had highs of 315 and 288 on (B)(6) 2018. The customer also reported sensor calibration issues and pump exposure to security scanners. The insulin pump will be returned for analysis.